Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to corroded keypads traces. Insulin pump had moisture damage noted on electronic assembly.

Event description:
Customer reported that the insulin pump was washed and then alarmed button error. Customer returned device and stated he had already purchased a new insulin pump, but had not been trained on the new system yet. Blood glucose value is 278 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.